Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification alert for out of range left ventricular lead impedance. The patient¿s device has not been checked for few years. The high lv lead impedance was confirmed in clinic. The patient has not experienced any symptoms. The upper limit of impedance was increased. Patient will continue to be monitored.